Event description:
It was reported that the pump exhibited a damaged battery compartment during testing. During physical inspection, it was found that there was a lifted downstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a lifted downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.